Manufacturer narrative:
No moisture damage was found inside of the insulin pump. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen underneath the lcd display screen. Customer's blood glucose reading was 150 mg/dl. Troubleshooting was done. Product is being returned and replaced.